Event description:
According to the reporter, intra-operatively, the suture threads were broke when passing through the tissue. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of forty-six devices. Visual and tactile inspection of the returned samples noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture threads were broke when passing through the tissue.